Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the caller that there were sensing issues with the lead in bipolar configuration. The settings were left in the unipolar configuration and the lead remains in use. No patient complications have been reported as a result of this event.